Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device that failed calibration for an error 80 (water check time out ¿ unable to reach calibration temperature) not cooling. Per follow up information received on 20-sep-2022, there was no patient involvement as it was found during calibration. A quote had been sent to customer for a 2000 hours preventive maintenance, possible mixing pump failure. Customer would determine if they send device in for service.

Event description:
It was reported that biomed had an arctic sun device that failed calibration for an error 80 (water check time out ¿ unable to reach calibration temperature) not cooling . As per follow up information received on 20sep2022, there was no patient involvement as it was found during calibration. A quote had been sent to customer for 2000 hours preventive maintenance, possible mixing pump failure. Customer would determine if they sent device in for service. As per follow up information received on 06oct2022, biomed stated that they had replaced the mixing pump and was unable to fill device. They could not hear the pump . As per follow up information received on 24oct2022, biomed replaced the circulation pump after they had replaced the mixing pump. Device started working fine with no further issues. Biomed would replace circulation pump onsite due to device not filling. A check of the diagnostics showed that the circulation pump would only generate -1.7psi during filling. Technical support discussed that this was indicative of a failed circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.